Manufacturer narrative:
The company service representative examined the system and replaced the cpc connector to mitigate the problem connecting the vitrectomy probe to the system. The cpc connector was disposed of. Preventive maintenance was performed. The software was upgraded. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "posterior capsule tear occurred" (capsular bag tear, posterior). Product problem(s): "vitrectomy probe would not connect" (fitting problem). The nurse reported a posterior capsule tear occurred. The surgeon performed an anterior vitrectomy. The vitrectomy probe would not connect to the system. The scrub nurse held the connection together so the surgeon could finish the anterior vitrectomy. The nurse stated the posterior capsule tear was not caused by any alcon product. Additional information received from the nurse stated the posterior capsule tear occurred during phaco. The nurse stated there was no patient injury.